Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: kit svc bi71000192 drive rotor tractor svc o2 bi71000442r gtmtr ctl new amp rfb kit svc bi71000364 cblasy led-laser pwrr kit svc o2 bi71000420 laser assy coronal kit svc o2 bi71000216 pcba detector led kit svc o2 bi71000217 pcba source led bd svc kit bi71000105 v groove rollers h3) onsite functional and visual examination was performed by a manufacturer representative. The tractor drive was replaced. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when taking the first 3d images of a patient, the system shook aggressively. When taking the final 2d shots. Right after the system took the final ap 2d scout shots for a last spin, the gantry started to make a thumping sound when moving the source and detector to the lateral position. The o2 shook aggressively while taking the 3d spin again, but couldn't complete that spin. There was no error, but the gantry would not take the 3d shot. Despite the shaking on the first spin, the representative said that it was still accurate. They brought in a second system to take the last images for the surgeon to complete the case successfully. After the first system failed the 3d spin, the source and detector would not move to the home location, causing them to not be able to open the gantry. The representative had to manually open the gantry with the socket wrench. However, when the gantry was open, he found an excessive amount of oil on the wrench. There was a reported delay of less than one hour and no reported impact to patient impact.

Manufacturer narrative:
The kit svc o2 bi71000420 laser assy coronal, kit svc o2 bi71000216 pcba detector led, kit svc o2 bi71000217 pcba source led bd, kit svc o2 bi71000216 pcba detector led lot 041754030 rev 3, kit svc o2 bi71000217 pcba source led bd lot 041754664 rev. 3 were returned for analysis. Functional testing found that bi71000216, bi71000217, bi71000217, bi71000216 were found to malfunctioning with an electrical malfunction. B01, c02, d02 apply bi71000420 was found to have a cable malfunction b01 c07 d02 apply medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the tractor drive (lot number#: (B)(6) rev. K) was returned and analyzed. There was no fault found with the product, during testing. Codes b01, c19 and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the cable was returned for analysis. Functional testing determined that the cable was functioning as designed. Continuation of d11) concomitant product are: kit svc o2 bi71000217 pcba source led bd serial number (B)(6), rev. 3 kit svc o2 bi71000216 pcba detector led serial number (B)(6), rev. 3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.